Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument passed external and internal visual inspections; no issue detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed, grasped and held the needle properly. No motion related issues were detected during the failure analysis. The instrument was fully functional. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to manipulate the instrument from the surgeon console and during initial instrument inspection/set up. No external damage was seen. The instrument could only be partially moved; it could not be sutured. The instrument did not move in the intended direction. Complete movement was intended. The timing of instrument movement was not appropriate. The movements can no longer be traced. There was no injury to the patient and no visible cable damage to the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the large needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large needle driver instrument did not rotate properly. There was no report of patient involvement or reported injury. No known impact or patient consequence was reported.